Manufacturer narrative:
(B)(4) device evaluation indicated that the ipg passed all tests performed. There is no report of ipg malfunction in the reported complaint, only that the patient had non device related lead site discomfort and had chosen to have it taken out. (B)(4) device evaluation indicated that the lead was cut approximately 26 inches from the distal end and could not be tested. The damage to the lead was consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that the patient was experiencing increased pain at the lead site. The physician did not believe that it was device or procedure related. The physician also did not suspect device malfunction. The patient underwent an explant procedure and was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (b)($), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing increased pain at the lead site. The physician did not believe that it was device or procedure related. The physician also did not suspect device malfunction. The patient underwent an explant procedure and was doing well post operatively.